Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture. Further evaluation revealed that the catheter showed signs of torquing at the fracture site. If the device is excessively torqued against resistance, damage such as a fracture may occur. No other damage was observed on the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial arteries using an indigo system aspiration catheter 7 (cat7), lighting aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, the physician completed approximately one to two passes in the target vessel using the cat7 and lightning. While retracting the cat7 after completion of the pass, the physician broke the cat7 at the distal end. Subsequently, the physician used a snare device to remove the broken distal end of the cat7. The patient was treated overnight with tissue plasminogen activator (tpa). On the following day, the procedure was completed using a second cat7 and lightning and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial arteries using an indigo system aspiration catheter 7 (cat7) and a lighting aspiration tubing (lightning). During the procedure, while aspirating clot using the cat7, the physician broke the cat7 at the distal end. Subsequently, the physician used a snare device to remove the broken distal end of the cat7. The patient was treated overnight with tissue plasminogen activator (tpa). On the following day, the procedure was completed using a second cat7 and lightning. There was no report of an adverse effect to the patient.